Event description:
A ventilator failure was reported to dräger. The reporter did not know if this happened while patient use or not. Dräger asked the reporter to clarify that but no further response was received. The user facility did no react upon repeated requests initiated by dräger to start an investigation.

Manufacturer narrative:
The lack of information does only allow a general assessment. The presence of a ventilator failure during use can neither be confirmed nor denied; this report is filed in abundance of caution. In fact, it is even not clear if a malfunction occurred or not. The device can force a shutdown of automatic ventilation due to technical issues but also as a response to non-technical conditions that can lead to potentially hazardous output, or to damages to the ventilator unit. For example, if the device measures an excessive airway pressure this may trigger a safety shutdown of automatic ventilation to protect the patient. Finally, users sometimes perceive the effects of a large leakage in the patient circuit as a ventilator failure since this may result in no flow being observed at the patient connection. Given that indeed a ventilator failure has occurred the device will post a corresponding vent fail alarm. Manual ventilation including gas dosage would still be possible via the built-in breathing bag. Dräger recommends to perform a pre-use check of the device at least on a daily base - if the deviation is present before use already the device will finish the self-test in nonfunctional state. H3 other text : device not available for evaluation.